Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. Based upon the information we received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the non-dependent patient¿s right ventricular lead was conveying non-sustained right ventricular oversensing. The oversensing was not reproducible in the clinic with either isometrics or pocket manipulations, and all the lead measurements were stable and within range. The patient did not experience any symptoms.